Manufacturer narrative:
The returned screw was examined under magnification and inspected with a comparator. The screw was within specification, and the fracture surface shows evidence of torsional fracture without evidence of fatigue. This suggests the screw breakage occurred during installation or removal. Torsional screw breakage may occur when excessive force is applied to the driver during use to overcome increased resistance during implantation and extraction. This increase in force can have many contributing factors which typically include encountering dense bone, improper depth drilled, and improper surgical technique during implantation. These factors, as well as increased fixation of screws during bone healing can also cause screw breakage during extraction. Without additional information regarding the implantation and extraction of this screw, no definitive conclusion can be made. Additional mdrs associated with this MDR: 3025141-2016-00005: plate.

Event description:
During routine removal of an acu-loc 2 volar distal radius plate, one of the screws was found broken when attempting to remove it. It is not clear if the screw broke prior to the removal surgery or if it was broken during the actual removal. A portion of the broken screw was left implanted in the patient.